Event description:
Had bladder sling placed in 2004 for urinary incontinence. Found out in january the sling has eroded through my urethra. I am having a surgical procedure to remove the sling and repair the urethra. I am going to be off work quite some time. There are many complications associated with this procedure. Dates of use: (B)(6) 2004 - (B)(6) 2011.